Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008 investigating the event. The fse replaced the substrate syringe mechanism, verified the luminometer, and performed system check. The fse verified repairs per established procedures and result met published performance specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 2 of 4 separate MDR reports related to 4 patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03135. MDR 2122870-2011-03137, MDR 2122870-2011-03138 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 through (B)(6), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer re-ran the samples on a different instrument and the results were within normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.